Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup operation with high voltage therapies disabled and also exhibited loss of bluetooth and inductive telemetry. Programming changes were made to reset the ICD. The patient was stable.